Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2022. The customer¿s blood glucose level was over 40 mg/dl at time of incident. The current blood glucose level was 200 mg/dl. The customer was treated with intravenous and emergency rooms. It was unknown whether the customer was using automode. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = clear customer returned device for an alleged ems dispatched and was hospitalized for low blood glucose found on february 23, 2022. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric board, force sensor, motor and vibrator assembly noted. However, corrosion was found on the battery tube assembly noted. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. The device passed all the required testing. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. However, during visual inspection, corrosion was found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.